Event description:
Following a study started in 2007, an atrial tachycardia was reported in 2008. Medical treatment and cardioversion was performed about 4 months later to prevent minimal transient impairment/damage to a body structure or body function. The adverse event was stated to be procedure related. Prognosis for patient was satisfactory.

Manufacturer narrative:
Additional information provided stated that other products used during the procedure were quadripolar coronary sinus catheter (model #: unknown/lot #: unknown) and lasso catheter (model #: unknown/lot #: unknown).